Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided for review. The imaging from the 5 year chest x ray (cxr) was evaluated and the following was observed: one fracture was identified at the inflow of the alterra present. No additional information regarding assessment of rvot curvature and length was provided. The reported prestent fractured was confirmed through the provided 5 year chest x ray (cxr) report and imagery. A review of the DHR, lot history, and manufacturing mitigation's revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patients anatomy. Technical summary documented a review of available CT scans / imagery for patients with a fractured stent. During review of 5 year cxr, one fracture was identified at the inflow of the alterra prestent. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The imagery review presented in the technical summary also suggested that fractures were most likely to occur where the stent apices aligned with bends in the patients anatomy. Additionally, fractures are mostly observed along the outer rungs which was consistent with the reported event. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this complaint to confirm. Additionally, technical summary reviewed the manufacturing documentation and conducted a micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non conformance that could have contributed to the complaint event was found. Due to the lack of relevant imaging and patient specific rvot anatomical information, a definitive root cause for this case cannot be determined; however, based on historical investigation findings documented in the technical summary, patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported through the edwards lifesciences alterra clinical study, approximately 5 years post implantation of a 29mm alterra adaptive prestent, a new type I fracture was found at the alterra inflow. Patient symptoms and if any interventions are to be performed were not provided.